Event description:
It is reported that the ventilation of the equipment was stopped during use. No patients were injured.

Manufacturer narrative:
It is reported that the equipment stopped working when in use and no patients were injured. The user facility did not involve the local dräger service & support organization in any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but could not provide additional details.based on the limited information available, the device has been in service for more than 7 years.however, given the currently limited available information, it is difficult for the manufacturer to determine the root cause of this incident. In the event of automatic ventilation failure or termination of the automatic ventilation mode (ventilator failure), the monitoring functions will remain unaffected; therefore, the user will be continuously notified of ventilation performance and patient gas measurement data. If a ventilator failure occurs during automatic ventilation, the ventilator will initiate an automatic shutdown, switch to man/spont mode (safety mode) and trigger the corresponding ventilator fail alarm. Manual ventilation will remain available. All alarms, potential causes and troubleshooting methods are specified in the instructions for use (IFU). It is recommended that the customer contact a professionally trained dräger service engineer to refer to the relevant specifications in the IFU for device inspection and preventive maintenance.

Manufacturer narrative:
It is reported that the ventilation of the equipment was stopped during use. No patients were injured.

Event description:
It is reported that the ventilation of the equipment was stopped during use. No patients were injured.